Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifted, the upstream occlusion (uso) seal was worn, and the lens was scratched. No issues were found in the event history log. Functional testing confirmed the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was lifted and the uso seal was worn. The dso seal, uso seal, and lens were all replaced.

Event description:
It was reported that the device has a bubbled downstream occlusion (dso) seal and it need a software upgrade. Per reporter, this event occurred during testing and there was no patient involvement. No patient harm/adverse event was reported. Analysis found the upstream occlusion (uso) sensor was worn.